Manufacturer narrative:
At this time no product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the freestyle libre sensor. The customer reported that after inserting the sensor, the sensor filament was broken and remained in her arm. The customer felt pain, swelling, and bleeding at the sensor site and had contact with a healthcare provider who removed the sensor filament. No further treatment or medication was required. There was no report of death or permanent injury associated with this event.